Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: level b investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle bending during use, unable to operate (not sure if getting dose), needle stick (dirty) and dimension on lot # 9308386. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9308386 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that relion® insulin syringe needle bent during use and was unable to inject. The following information was provided by the initial reporter: it was reported that needle is bending during injection and is not sure if pet is getting full dosage. Consumer stuck her finger as a result of re-shielding and did not seek medical attention. Verbatim: pet owner stated, during injection, needles are bending and she's not sure if her pet is getting his full dosage. Did not make veterinarian aware. Stated, she stuck her finger as a result of re-shielding. Did not seek medical. Stated, the needle gauge is too thin and bend easily.